Event description:
It was reported that the patient's artificial urinary sphincter (aus) was replaced due to recurring incontinence. The device was no longer working. After further inspection, the patient presented with atrophy. A 4.0 cm aus was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.